Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the parent contacted the doctor, who advised the use of a skin tac underlay and an unspecified oral antibiotic. However, the parent stated that she did not know the name of the antibiotic and had not yet picked up the prescription because they were currently on vacation. The doctor also advised that a hydrocolloid cream could be used. No additional recommendations were provided. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, there was no change in the patient¿s condition. Although the patient did not take the prescribed antibiotic, the healthcare provider deemed the medication necessary due to the severity of the symptoms. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.